Manufacturer narrative:
Device evaluation: result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Vyaire medical verified the unit issue. The reported complaint was confirmed. The root cause was isolated to a faulty transducer sensor, diff pres, miniature, 2.5 psi part number: 68354. This is a known issue which can be referenced with CAPA: ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, log files shows circuit occlusion was present multiple times. The technical support advised to calibrate the turbine pressure transducer, which has to do with peak pressure pip (peak inspiratory pressure) and circuit occlusion but calibration failed twice. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has low ve and high pip alarm. At this time there was no information of patient involvement reported from this event.